Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin does not vibrate. Customer stated the insulin pump was broken. Customer performed auto-test and the insulin pump did not vibrated. The insulin pump will not be returning for analysis.